Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as, per additional information received, the alleged device is not sold by bard medical.

Event description:
It was reported that during a product trial, the customer noted that it was difficult to close the device following the instructions provided in the demo, while using a 14french foley. The customer wanted to know if he/ she could attempt this a different way. The territory manager, and the product manager assisted the customer, and they were able to adjust the technique to close the device, but were still having issues. The territory manager, and the product manager noted that the catheter may have been thicker than tested and planned to be on site the following week to verify.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a product trial, the customer noted that it was difficult to close the device following the instructions provided in the demo, while using a 14french foley. The customer wanted to know if he/she could attempt this a different way. The territory manager, and the product manager assisted the customer, and they were able to adjust the technique to close the device, but were still having issues. The territory manager, and the product manager noted that the catheter may have been thicker than tested and planned to be on site the following week to verify.